Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive or discrepant results when using kit veritor system strep a 10 tests jp (material # 256057), batch number unknown. Bd quality performs a systematic approach to investigate false positive or discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while testing for strep with bd veritor¿ sys for rapid detection of group a strep 2 false positive results were obtained. Sample was tested with another device and the results were negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: in veriter strepa, the result after 5 minutes and the result after 6 to 7 minutes were different, and it was said that negative to positive, negative and reversal were repeated. In addition, when the same sample was tested with another device, it became negative in 5 minutes, and it was said that this was negative even after the passage of time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for strep with bd veritor¿ sys for rapid detection of group a strep 2 false positive results were obtained. Sample was tested with another device and the results were negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: in veriter strepa, the result after 5 minutes and the result after 6 to 7 minutes were different, and it was said that negative to positive, negative and reversal were repeated. In addition, when the same sample was tested with another device, it became negative in 5 minutes, and it was said that this was negative even after the passage of time.